Manufacturer narrative:
Syncardia closed a corrective and preventive action CAPA (B)(4), tah-t cannula holes / tears, to address the issue of cannula tears. From the results of the CAPA investigation, the primary root cause for cannula breaches is attributed to usability on a portable driver. The failure investigation found that all patients experiencing a cannula breach have been supported by a portable driver. Patients on a portable driver are more likely to place increased stress on the cannula. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula breach. This is due to the different material behaviors of the pvc cannula material, the stainless-steel reinforcing wire and the cpc connector when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation and breach. The previous CAPA (B)(4) determined an appropriate correction but did not identify a preventive action. Therefore, a second CAPA, syncardia CAPA (B)(4), preventive CAPA for cannula, was opened to address preventive actions and is currently at step 5 action plan. Syncardia has completed its evaluation and is closing this file. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient had a left ventricle cannula tear. The customer also reported that the cannula was repaired without adverse patient impact.